Event description:
Tip of the screwdriver was bent and would not properly engage the screw. The plate had to be removed and the pt was left without a plate.

Event description:
The tip of the screwdriver bent and would not properly engage the screw.